Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician reports that a sinus augmentation was performed. The clinician states that the implant failed to integrate. The implant was removed on (B)(6) 2012 due to mild pain. Medical history: psychological disorder.